Manufacturer narrative:
Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood during use. The device was used on a patient prior to going to the hospital, and leaked on the way there. The following information was provided by the initial reporter: "venflon placed on patient pre-hospital. On the way to hospital see that venflon is leaking, check if the plug is seated properly which it does. Inform nurses in the ward so that it new plug or new or new venflon can be set. Leakage from plug even if it is set correctly. Hear from colleagues that others have experienced similar in recent weeks." "Blood exposure."